Manufacturer narrative:
Product analysis: the inpact pacific dcb was returned to medtronic investigation lab for evaluation. The device was decontaminated pending further device testing to support the final product analysis findings. The device returned slight deformation to the distal tip, consistent with use of the device. Wrinkling to the distal section of balloon material was visible. A twist was evident to the inner member at the location of the wrinkled balloon material 4.6cm proximal to distal tip. The balloon folds were open. A tactile test did not detect any kinks or other abnormalities along the length of the catheter. A 0.018inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to rbp with no balloon narrowing or balloon twist evident. The twist to the inner member was still present during inflation. Image review: one image was provided by the account for review. The image shows the distal and mid-section of the inpact pacific complaint balloon, inflated in vitro at the account. It is unknown to what pressure the balloon is inflated to. There is a section of air in the distal end of the balloon. There appears to be a small area of the balloon narrowed in the distal section which confirms what was reported and the balloon material appears wrinkled. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: narrowing in the balloon was not a balloon twist. Double paclitaxel dose was part of procedure because of the defected balloon they needed to use another balloon. The balloon was safely removed from patient without need for intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the inpact pacific pta balloon during procedure. It was reported that there as a narrowing in deb when inflated. A double paclitaxel dose was given. The procedure was completed normally with another deb.no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.